Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was congruent with the IFU. Cautionary product use conditions that might have contributed to this event included: multiple patent lumbar arteries; patent ima; and, left iliac artery calcifications and tortuosity. The patient's use of antiplatelet therapy might have contributed to this event due to its increased risk of bleeding complications. One month post implant, there was evidence to support: a type ii and a type ib endoleak of the lcia. This string-like endoleak started mid body close to the ima, and ended anteriorly, near the bifurcation. There source of the type ii endoleak appeared to be from the ima. Over the next 32 months, there was evidence of a progressive growth of the type ib endoleak, which appeared more columnar with a stable sac diameter. Sac growth was noted to increase at 32 months post implant. The type ii endoleak from the ima persisted. The secondary procedure was confirmed. A contrast injection from the left iliac artery demonstrated the same columnar endoleak that was observed in prior CT scans, and was corrected with a left limb extension. The patient was discharged home on post-operative day one with antiplatelet therapy. A follow up CT denoted a sac increase, but an improvement of a persistent type ii endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is determined to be related to patient's anatomy (tortuous and calcified left iliac).

Event description:
It was reported that approximately 33 months post implant of a bifurcated device and suprarenal aortic extension, during a follow up angio, a type 1b leak was discovered. On (B)(6) 2015 a limb extension was implanted to remedy the distal type 1 leak. The patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.